Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (bent unable to connect with the monitor) has been confirmed. Upon eval, pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
The daughter of a (B)(6) female pt contacted zoll customer support to report that the electrode belt is no longer able to connect with the monitor. The pt's daughter also reported that the pins in the electrode belt were bent. The pt was provided with a replacement electrode belt.